Event description:
It was reported that the patient received 'about 20 high voltage therapies'. It was thought the therapies were inappropriate due to a lead fracture. The lead was capped. No further patient complications have been reported as a result of this event.